Event description:
It was reported that during a procedure once the c3 nav variable lasso catheter was inserted into the patient and plugged in, it was noted that there was excessive noise on electrode #3 of the catheter. The connection cable was changed and all necessary trouble shooting steps were taken with no resolution. The catheter was replaced and issue was cleared. The procedure was completed with no issue. No patient injury was reported. The complaint reported was not indicative of a reportable event. During visual inspection of the returned complaint catheter on (B)(4) 2013, it was noted by bwi failure analysis lab that the anchor window was partially detached from the tip. This condition was not reported by the customer. The electrode ring damage condition is indicative of a reportable event, thus marking (B)(4) 2013 as the alert date for this report. Further information was requested in regards to the received catheter condition. Additional information provided stated that the user was unsure if this catheter condition was present prior or after the catheter use. The physician managed to remove the catheter safely from the patient. The catheter was a new catheter. The type and size of the sheath used in conjunction with the catheter was non bwi sheath (8.5f sjm sl1). No difficulty was reported while using this catheter that might have caused this catheter condition. Nor was this condition noted prior to sending the catheter back to bwi. There was no patient injury reported related to this complaint.

Manufacturer narrative:
(B)(4). Upon receipt of the complaint device, visual inspection showed pu of the anchor window was damaged. The t-bar was unseen through the anchor window. Reddish or brownish residue was observed inside. Further inspection noted that the t bar tore off the anchor window polyurethane along with the soft tip cavity where the anchor window lied. This created a space which weakened the anchor window area, causing the pu to either peel off or crack. The catheter's electrode #3 did not show resistance readings during the electrical test thus failing the test. The catheter dissection showed the monel wire was unwelded with no evidence of welding noted on the ring. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint about noise on electrode #3 was verified. In regards to the t-bar issue, a corrective action has been opened to address and resolve this issue.